Event description:
Patient¿s father contacted dexcom technical support on (B)(6) 2013 to report that patient has been experiencing some skin irritation around the sensor insertion site since (B)(6) of 2012. Patient sought medical intervention around (B)(6) of 2012 but did not receive any treatment. Patient was advised to use a secondary wound dressing and a steroidal ointment on the insertion site. At the time of his call to dexcom technical support, patient¿ father reports that patient was still experiencing some redness at the insertion site.